Manufacturer narrative:
From article "total ankle replacement: experience after 65 cases" alvaro santiago guerrero forero, alejandra fonseca carrascal, martha lucia pinzón rivera, ricardo rodriguez ciodaro, j osuna jiménez. Tobillo y pie 2015;7(2): four (4) post-op complications. Three (3) patients with surgical wound dehiscence. One (1) patient with septic loosening requiring extraction prosthetic components. This is the final report submitted regarding this surgical event and medical device.

Event description:
From article "total ankle replacement: experience after 65 cases" alvaro santiago guerrero forero, alejandra fonseca carrascal, martha lucia pinzon rivera, ricardo rodriguez ciodaro, j osuna jimenez. Tobillo y pie 2015;7(2): four (4) post-op complications. Three (3) patients with surgical wound dehiscence. One (1) patient with septic loosening requiring extraction prosthetic components.